Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200's (mg/dl) since changing the cartridge, tubing, and site. At the time of the report, the customer's bg level was 237 mg/dl and decreased to 198 mg/dl after delivering a bolus. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected. Recommendation was made to change the site and to discuss elevated bg with their healthcare provider.